Manufacturer narrative:
After further investigation, the case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome.

Event description:
Us customer contacted cepheid to discuss discrepant results. On (B)(6)2023, a sample was collected from the patient. The sample was processed per pi on xpert xpress cov-2 plus, which resulted in sars cov-2 positive with only e target amplification. Patient 1 recollect: on (B)(6)2023, a new sample was collected from the patient. The sample was processed per pi on xpert xpress cov-2 plus, which resulted in sars cov-2 negative. Patient 1 original sample retest: the original sample, which was kept refrigerated between 2-8c, was retested on (B)(6)2023 on xpert xpress cov-2 plus, which resulted in sars cov-2 negative. Initially the positive result was reported to the doctor. This was corrected upon receiving 2 neg results, to reflect a negative result on the patient chart. Patient was not symptomatic. Retest was ordered because the patient's family questioned the positive result. Repeated per physician request. Patient 2 original: on (B)(6)2023, a sample was collected from the patient. The sample was processed per pi on xpert xpress cov-2 plus, which resulted in sars cov-2 positive with only e target amplified. Patient 2 retest 1: the original sample, which was kept refrigerated between 2-8c, was retested on (B)(6)2023 on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 negative; flu a negative; flu b negative; rsv negative. Primary curve shows very low amplification for sars-cov-2 target at end of test. The positive result was reported to the doctor. Patient was not symptomatic. Sample was retested due to discrepancy in results in samples 1 and 2 - ran patient correlation between the 2 cartridges (single vs multiplex).

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. On (B)(6)2023, a sample was collected from the patient. The sample was processed per pi on xpert xpress cov-2 plus, which resulted in sars cov-2 positive with only e target amplification. Patient 1 recollect: on (B)(6)2023, a new sample was collected from the patient. The sample was processed per pi on xpert xpress cov-2 plus, which resulted in sars cov-2 negative. Patient 1 original sample retest: the original sample, which was kept refrigerated between 2-8c, was retested on (B)(6)2023 on xpert xpress cov-2 plus, which resulted in sars cov-2 negative. Initially the positive result was reported to the doctor. This was corrected upon receiving 2 neg results, to reflect a negative result on the patient chart. Patient was not symptomatic. Retest was ordered because the patient's family questioned the positive result. Repeated per physician request. Patient 2 original: on (B)(6)2023, a sample was collected from the patient. The sample was processed per pi on xpert xpress cov-2 plus, which resulted in sars cov-2 positive with only e target amplified. Patient 2 retest 1: the original sample, which was kept refrigerated between 2-8c, was retested on (B)(6)2023 on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 negative; flu a negative; flu b negative; rsv negative. Primary curve shows very low amplification for sars-cov-2 target at end of test. The positive result was reported to the doctor. Patient was not symptomatic. Sample was retested due to discrepancy in results in samples 1 and 2 - ran patient correlation between the 2 cartridges (single vs multiplex) the investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2 plus eua IFU; ""positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease."" Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.